Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative confirmed the reported issue. The alarm is not working due to a bad alarm reed/plate. The representative completed an overhaul of the blender and replaced the bypass alarm assembly. The unit was tested and meets all service specifications. (B)(4).

Event description:
The customer stated that the blender alarm is not working. The customer stated that patient involvement was unknown.

Manufacturer narrative:
Results of investigation: the alarm blender bypass assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to a defective reed plate.